Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. Intracardiac echocardiography(ice) was utilized in the procedure and the ice catheter was noted to have cannulated the laa during ice manipulation. The transseptal crossing was uneventful and the device slipped with the initial stability tug but was reassessed with a subsequent stability tug and was confirmed to be stable prior to release. A small effusion was noted prior to deployment. After release criteria was met, the effusion increased and a pericardiocentesis was performed. A drain was successfully placed and approximately 700cc of fluid was removed with the drain left in place for additional 1-2 days. The patient remained stable throughout the procedure and the effusion was successfully managed without further accumulation of effusion the following day. The patient was discharged.